Event description:
Note: date of event and procedure date are unk. It was reported to boston scientific corp on (B)(6) 2009 that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the balloon ruptured when attempting to extract stones from common bile duct. No fragments were detached inside the pt. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and exp date are unk. According to complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).